Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged. While attempting to place the lead again the helix on the lead would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.